Event description:
It was later reported that the patient underwent a routine transplant, and the device operated as expected.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: it was reported that the patient received a routine heart transplant. No device related issues were reported. It was communicated that the pump had operated as intended and will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that patient was transplanted. Whether the outcome was device or therapy related was not provided by the customer. The pump was explanted and would not be returned.